Event description:
A malfunction alarm was reported, identified by malfunction code 0. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, confirming the warranty was valid. They provided the customer with instructions on how to store the current pump and ensured the customer understood the return process using a pre-paid label. A replacement pump was shipped without requiring a signature, and the customer was advised on programming settings and connecting their cgm to the new pump. The customer acknowledged all instructions provided.